Manufacturer narrative:
Reported issue: recalled mics. Surgical delay = 15 minutes. Case type / application: tka. Product inspection: the failure is confirmed as it is under the scope of nc 2507555: mics characterization process deviated from the qualified state. Also the lot number '42070420' lies in the urgent medical device recall list. Device history review: review of the device history records indicate (B)(4) devices were manufactured under lot ID 42070420, and (B)(4) were accepted into final stock on 05/18/2020. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, lot number 42070420 shows 6 additional complaints related to the failure in this investigation. Conclusion: mics headpiece- serial number specific recall was initiated for the mics handpieces within scope of a CAPA. The investigation revealed that only specific the catalog number and serial numbers are impacted by the regulatory action. The root cause analysis identified a characterization issue associated with the mako integrated cutting system (mics) handpiece. Users have been instructed to return any specified hand piece to stryker. Device not returned

Event description:
Recalled mics. Surgical delay = 15 minutes. Case type / application: tka.

Manufacturer narrative:
Serial specific voluntary recall was initiated for the mako integrated cutting system (mics) within scope of a CAPA. The initial root cause analysis determined that the process for characterizing mics handpieces for specific serial numbers deviated from its qualified state at the time of validation. The CAPA investigation is currently in progress and an updated communication will be submitted upon completion of the investigation.

Event description:
Recalled mics. Surgical delay = 15 minutes. Case type / application: tka.